Event description:
It was reported that during a heavily tortuous right coronary artery stenting procedure a 3.0x8mm xience v stent was advanced, but due to the heavy tortuosity of the vessel, the stent failed to cross the lesion and dislodged proximal to the lesion. A 3.0x12mm xience v stent was taken to the dislodged stent, crushing it against the vessel wall. Another stent was successfully implanted in the lesion. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.